Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and could not duplicate reported complaint but found "unexpected reset" in the error log several times. The display control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the on/ off switch symbol was displayed; requiring them to restart the unit. There was no report of patient involvement.